Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) ¿ device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge visual inspection found no visual defects of the cartridge. The cartridge fill test was completed with no issues. A cartridge force test was completed and confirmed that the cartridge force was within specifications.